Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6), 2010, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6), 2010. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). The reporter stated the patient continued to take her usual dose of medication. About half an hour after the alleged issue begun, the reporter claimed the patient felt symptoms of vomiting and delirium. By 12pm that same day, the patient went to the emergency room (ER) and obtained a blood glucose result "over 400 mg/dl" with the ER/ hospital device. The patient was administered insulin (type/ amount not specified) as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca tried to walk the reporter through resolving the alleged product issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.